Event description:
Related manufacturer reference number: 2017865-2022-04617. It was reported that a patient presented in clinic for a follow up. Device interrogation loss of capture and during procedure became dislodged and was unable to extend the helix on the right ventricular (rv) lead. During the same procedure a complaint of unable to extend the helix and dislodgement was noted on the right atrial (ra) lead. The physician elected to explant and replace both ra and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. The cause of the reported event of helix mechanism issue was due to over torque of the inner coil consistent with procedural damage. The reported event of failure to capture was not confirmed as visual and electrical inspection of the lead did not find any anomalies.